Event description:
Pt had a fractured hip stem. The pt was admitted to the hosp and conducted revision surgery. The physician felt that the hip stem was defective and advised that he sent the hip stem back to the MFR for evaluation. Physician did not notify the hosp. Rptr found out about the incident on 10/23/98 when biomet sent a letter of inquiry.